Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube cuff was completely broken and burst while in the patient. The event was observed by the patient's family and occurred spontaneously during the night. The cuff patency was tested prior to use and was inflated with normal saline solution. An emergency tracheostomy tube change was required. It was unknown if the reported issue contributed to patient injury.

Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found that the tts¿ cuff was cut/torn from the end of the device. It was noted that there were tiny scratched next to the ripped cuff. The cuff of the device was then removed and the wall thickness of the shaft and cuff were measured; both were found to be within specification. Investigation was unable to determine the root cause of the cuff tear.

Manufacturer narrative:
Evaluation summary: one bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found that the tts¿ cuff was cut/torn from the end of the device. It was noted that there were tiny scratched next to the ripped cuff. The cuff of the device was then removed and the wall thickness was measured. It was found that the cuff met the specification for wall thickness. Investigation was unable to determine the root cause of the cuff tear.